Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. A review of the event history logs identified the presence of the high drain alarm. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis. The cause of the alarm was determined to be a false empty detect with the initial drain alarm inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the initial drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 101 alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) indicated that they did not drain completely during the initial drain and the device proceeded to fill 1. The patient felt overfilled and drained out over 5200ml in the next drain cycle. The technical service representative (tsr) arranged to swap the hc and advised the hp to use continuous ambulatory peritoneal dialysis until the new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.